Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 44 mg/dl while wearing the pod for longer than 48 hours. Upon arrival of the paramedics the patient was treated with glucagon and saline injections. The patient did not go to the hospital. The patient was with the paramedics for 1.5 hours.